Event description:
Intermittent atrial under sensing noted with false classification and/or termination of an atrial arrhythmia. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).